Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching an out of range measurement of 125 ohms. Technical services (ts) was contacted and reviewed the information available. This rv lead remains in service. No adverse patient effects were reported.